Manufacturer narrative:
Device evaluation of electrode belt has been completed. The a and b cable was severed. The root cause for severed cable was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.